Event description:
The line separated one hour into the dialysis therapy. The line separated at the saline t connect. Pt lost the blood that was in the arterial bloodline as a result of this event. The reported amount of blood loss occurring from this event was 100 ml. The staff removed the separated bloodline and immediately set up a new arterial line on the dialysis machine and the pt was able to resume dialysis. The pt completed prescribed dialysis therapy as ordered and was discharged safety to home with no ill effect resulting from this event. A sample is available for an evaluation.